Manufacturer narrative:
The device was returned to resmed and an evaluation confirmed the reported complaint. The evaluation determined error messages (sf148 and sf150) were due to water damage of the pneumatic block. The pneumatic block was replaced to address this issue. The device was serviced and fully tested before it was returned to the customer. (B)(4).

Event description:
It was reported to resmed that an astral device displayed an error message (sf148 and sf150) related to the main blower and electro-valve respectively. There was no patient harm or serious injury reported as a result of this incident.